Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported difficult to advance and difficult to remove could not be tested due to the device condition. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the physician used force when the guide wire met resistance during removal. It should be noted that per electronic instructions for use (eifu), high torque command 18, guide wire, ¿do not push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ in this case, the devices were removed as a single unit and the force used during removal appears to be a reasonable clinical response to the circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
H6: medical device problem code 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the femoral artery with heavy calcification, heavy tortuosity and 90% stenosis. The command guide wire was advanced to the lesion with resistance noted and a non-abbott balloon was advanced over the guide wire. Upon removal of the balloon, there was resistance with the command guide wire and force was applied. The devices were removed together. It was found after removal that some of the coating of the distal end of the guide wire had separated but remained on the balloon catheter. There were no adverse patient effects. There was no reported clinically significant delay in the procedure. A non-abbott guide wire was used to complete the procedure. No additional information was provided.